Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft (ofg) obstruction could not be confirmed. Analysis of the log files confirmed the reported low flow alarms. Although a specific cause for the low flow alarms could not be conclusively determined through this evaluation, the account reported that the alarms were caused by stenosis of the outflow graft and resolved with stent treatment. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log files collectively contained events from 16nov2025 through 19nov2025 and 01dec2025 through 03dec2025. Transient and sustained low flow hazard alarms were captured throughout the files. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. The IFU lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. It also addresses all pump parameters. The IFU also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The IFU describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. The IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The document cautions the outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure, and it should be stretched completely prior to measuring and cutting the graft to the appropriate length. The patient handbook and IFU, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. Additionally, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the low flow alarms occurred frequently. The log file captured low flow alarms on (B)(6) 2025. The calculated flow appears to have fluctuated below the alarm threshold of 2.0 lpm during the events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) is dynamic and elevated. After the patient was admitted, uncreasing the pump speed resulted in little change in flow. External outflow graft obstruction (eogo) was suspected. Contrast enhanced computed tomography (CT) suggested that the outflow graft appeared to be stenotic. Therefore, log files were submitted to see if there were any findings indicative of eogo. The log files captured low flow alarm events on 02dec2025. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing this events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was provided that the cause of the low flow alarms was stenosis of the outflow graft which was resolved with stent treatment. The external outflow graft obstruction (eogo) was ruled out.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.